Event description:
It was reported that a user experienced low glucose, with a continuous glucose value of 44 mg/dl and a confirmatory fingerstick of 59 mg/dl and received counseling on treating with oral carbohydrates and calibrating the pump via manual entry. Symptoms included hypoglycemia. Outcomes included the need for urgent treatment of low glucose and user self-management with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with recommended carbohydrate intake and monitoring guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.